Event description:
It was reported that the user was able to bolus the pump without the use of a bolus needle, indicating a problem with the pump. The pump was explanted on 6/2/98. There were no reported pt complications.